Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer's current blood glucose level was 437 mg/dl. The customer was treated by the insulin pump and manual injections. The customer was assisted with the troubleshooting. The customer also reported that the high pressure test was failed. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address number label and stained end cap sticker.